Manufacturer narrative:
Continued e1 phone number : (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported left side "rupture + seroma left breast" and "hypomastia", confirmed via ultrasound. Healthcare professional later reported via abbvie legal, "the patient is undergoing psychotherapeutic treatment prior to the traumatic experience she describes as ¿the lacerating evil of her self-esteem that she had to live with" and "deterioration and physical pain increased progressively, accompanied by increasing psychological distress characterized by fear, anxiety, and generalized discomfort." The event of "deterioration and physical pain increased progressively" is deemed not device related. Record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "rupture + seroma left breast" and "hypomastia", confirmed via ultrasound. Healthcare professional later reported via abbvie legal, "the patient is undergoing psychotherapeutic treatment prior to the traumatic experience she describes as ¿the lacerating evil of her self-esteem that she had to live with" and "deterioration and physical pain increased progressively, accompanied by increasing psychological distress characterized by fear, anxiety, and generalized discomfort." The event of "deterioration and physical pain increased progressively" is deemed not device related. Record is for left side. Device has been explanted.